Event description:
It was reported that the right ventricular lead exhibited loss of capture, a high capture threshold, oversensing, undersensing, and intermittent sensing. The lead was found to be dislodged due to being improperly sutured at implant. The lead was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.